Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic colon resection, the doctor started with a curved 35 cm enseal instrument and wasn't getting any tissue effect during activation. The doctor encountered bleeding due to adhesions but the bleeding was not a result of the tissue effect from the instrument, according to the doctor. The doctor decided to convert to open, tried using an enseal x120l instrument and the tissue effect was less than expected. A second enseal x120l was tried and the tissue effect was less than expected with the second x120l device. The doctor also found a laparoscopic sponge from a previous surgery in the patient. Monopolar electrocautery, sutures and clips were used to control bleeding and to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # r93760. Additional information: what is the surgeon¿s experience with the enseal devices? Surgeon is a frequent and long time enseal user does the surgeon believe that the event was caused by an alleged deficiency in the devices? The surgeon got into bleeding situation and was trying to control with enseal devices and said that they were not sealing at all. He ended up clamp cutting and tying to control bleeding and complete case. He stated that the product was not providing hemostasis or able to control bleeders during actuation. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.